Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that a clot ingestion was causing constant suction requiring the impella cp to be exchanged. On explant, a visual clot was seen in the catheter. The patient was reported to be stable.

Manufacturer narrative:
The investigation for the thrombus has been completed. The impella device has not been completed. The data logs were reviewed and confirm multiple suction alarms and motor current spikes, which is consistent with thrombus ingestions. The root cause of the low pump flow was most likely biomaterial. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.